Event description:
Customer reported the passport 2 monitor shut down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of cpu's memory chip and reprogramming. Unit was calibrated and safety tested to factory's specifications.